Event description:
The device was used during a "tfc" fusion cage explantation. Reportedly, the cages were explanted due to an infection and improper placement of one cage. The hospital has reported the pt's condition is satisfactory.